Manufacturer narrative:
Follow-up # 1 ¿ (11/14/2013) the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results. The reporter alleged inaccurate erratic results. The reporter obtained blood glucose results of "6.3, 11.4, and 12.5 mmol/l" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 ¿ (12/26/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 11/1/2013 and 12/17/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.